Manufacturer narrative:
The investigation determined that based on the information provided, the event was consistent with incorrect storage conditions of the reagent pack (the reagent pack was frozen due to the customer's refrigerator problem). In addition, the customer did not run qc on the affected qc pack to detect the issue and exclude it from further measurements. Product labeling states "the reagents cannot be frozen. If freezing of a cassette is suspected a control measurement with this cassette is recommended." The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the customer's cobas c513 analyzer commercial system is (B)(6). The reporter stated that they had a problem in the refrigerator that led to the freezing of the reagent packs. The investigation is ongoing.

Event description:
The initial reporter received questionable a1c-2 tina-quant hemoglobin a1c gen.3 results from two patient samples tested on the cobas c513 analyzer commercial system. The initial results were not reported outside of the laboratory. The patient samples were rerun on a cobas c 502. Patient sample 1 the initial result from the analyzer was 7.40%. The repeat result from the c 502 was 6.53%. Patient sample 2 the initial result from the analyzer was 6.97%. The repeat result from the c 502 was 5.88%. The repeat results were deemed correct.